Event description:
It was reported that the patient experienced dizziness and low heart rate. There was loss of capture and dislodgement on the right ventricular (rv) lead. The lead was repositioned. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID a3dr01, implantable pacing lead, implanted: (B)(6) 2013; product ID 5076-58, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).